Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified a broken shell and others, brown particles on the shell, and missing a piece of shell (0-25%). The device was found to be underweight. A microscopic analysis was performed which identified a striated break on anterior. Based on the device analysis the final assessment is a missing shell due to inconclusive, and a striated break on anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.